Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H4 was corrected as there was incorrectly selected in the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. This issue is addressed in the instructions for use (IFU): IFU states that detection method in cf-xz1200l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-xz1200l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that foreign matter exited from the colonovideoscope nozzle. There were no reports of patient involvement.